Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had partial display. The customer's blood glucose was 127 mg/dl. There were 2 white lines on the screen up and down, 2 black bars left and right and a black dot on the screen. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.